Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed during the prime process. The current blood glucose reading is 400 mg/dl. The insulin pump was not dropped. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.